Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
H6: type of investigation codes were added: 4109, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. Zimvie did not receive the reported abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hla4/5 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was screw/product not torqued to specification. Therefore, based on the available information, device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided, a2: age and date of birth unknown / not provided, a3: patient sex unknown / not provided, a4: weight unknown / not provided, b3: date of event unknown / not provided, d4: lot number unknown / not provided, e1: email address and first/last/given name, address, phone number unknown / not provided, g4: additional PMA/510(k) number ¿ k013227/k953101. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Customer reported that the implant screw at tooth location #3 became loose, tried to retighten which it would stay tight for a few months but it would loosen again.